Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that stored egms revealed atrial noise. The atrial lead was extracted and insulation damage was noted underneath the suture sleeve. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis was found that the insulation was abraded at 7.0 cm to 7.1 cm from the connector pin. The outer insulation was damaged at 8.5 cm from the connector pin, due to friction with device can.